Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 30523460m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, cardiac tamponade occurred after about 2 hours since the procedure was started. Drainage was performed and the patient was discharged. The physician commented that opinion that there was no causal relationship. Intervention - medicine treatment was performed. Patient outcome was reported as improved. The physician¿s opinion on the cause of this adverse event: procedure. Medicine treatment was performed. The outcome of the adverse event was reported as improved. Since the event is life-threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.